Manufacturer narrative:
A review of the implant's manufacturing record indicates that it was manufactured to specification. Based on the information available, the root cause of the event cannot be determined. Should additional information be obtained to further this investigation, this report shall be updated.

Event description:
The patient is pursuing a product liability claim arising out of the use of the persona tibial component for both her left and right knee. The patient was also implanted with a tm patella in both knees. The patient received the implants on (B)(6) 2014 (left) and (B)(6) 2014 (right), respectively. Patient reports that after completing some physical therapy she wasn't getting good mobility and her knees felt stiff. On either (B)(6) 2015 under anesthesia she underwent manipulation of both knees. She reports that she eventually also developed pain around the knee cap. Patient reports that the symptoms are worse in her left knee than the right and she feels like the left knee will give out on her even though it hasn't done so. As of this notification, neither knees have been revised. This report is for the left knee. Note that the persona tibial component is of zimmer biomet (B)(4) design control and the tm patella is of zimmer biomet (B)(4) design control.